Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the output connector of the external pulse generator (epg) did not fix properly to the fastlock connector; a locking issue was identified. The customer comment of a display issue, however, was not able to be confirmed. It was further noted that the battery contacts were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had multiple lines and disconnections in the display, making the text not fully visible. It was also reported that the ventricular output connector did not fix properly to the fastlock connector. The epg has been returned for repair. No patient complications have been reported as a result of this event.